Event description:
The pt was implanted with a siltex becker 50 expander/mammary prosthesis on 1996. Subsequently, the pt experienced capsular contracture, breast pain and asymmetry. The device was removed on 1999.